Manufacturer narrative:
(B)(4). The device was received and evaluated. The assignable cause for the iipv found in the logs was determined to be insufficient drain, use error, tidal uf removal set too low. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. The device met specification with regards to the iipv. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through rtb-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log on (B)(6) 2011 with ultrafiltration of 1495 ml during cycle 5. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.